Event description:
It was reported that the patient was admitted in the hospital complaining of chest pain and dyspnea. Technical services noticed a capture threshold raise in the right ventricular (rv) lead, and a decrease in the r-waves amplitude. Reportedly, this patient is not pacing dependent as the right ventricular pacing is less than 1%. In addition, technical services suspected this could be an issue with the mycacardiusm / tissue which suggests a rv lead - tissue interaction issue. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).